Manufacturer narrative:
Date sent to the FDA: 5/21/2021.

Manufacturer narrative:
Date sent to the FDA: 3/30/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted a small bowel obstruction. He tediously dissected the sac from its dense adhesions to the umbilicus; freed small bowel that had densely adhered to the inferior aspect of the old mesh and excised the old mesh. It was reported that the patient was hospitalized due to a deep surgical site infection and the surgeon noted it was caused from mesh infection that tracked deep down within the wound under the fascia. He explanted all the mesh, including part that had densely adhered to the peritoneum. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.